Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):investigation confirmed that the text on the display screen is dim/faded, discolored, and difficult to read. The display was replaced with a test display and the contrast returned to normal with no signs of fading or discoloration. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons are intermittently responsive. The keypad was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).